Manufacturer narrative:
Model number/catalog number: sc-2218-70. (B)(4). Model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent a lead replacement procedure due to migration. The patient was dong well postoperatively.